Event description:
A caller reported a malfunction on the pump, identified by malfunction code 12, which recurred despite the initial troubleshooting efforts by the caller. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support provided assistance with resetting the pump and confirmed the need for a replacement. The customer will continue to use current pump for insulin therapy.